Event description:
As reported from the medical affairs, on (B)(6) 2006 the patient had three cypher stents placed in unknown coronary arteries following a heart attack. In 2011, the patient failed a stress test and during a planned hospitalization, had an unspecified coronary stent placed in an unknown artery between two of the formerly placed stents. He was discharged after one night. Additional information was not gathered.

Manufacturer narrative:
Concomitant medication included aspirin, coq10, lipitor, lisinopril, metformin, metoprolol and plavix. The exact event date is unknown however it was reported that it occurred in 2011. This report contains complaint data for 3 cypher stents. As reported from the medical affairs, on (B)(6) 2006 the patient had three cypher stents placed in unknown coronary arteries following a heart attack. In 2011, the patient failed a stress test and during a planned hospitalization, had an unspecified coronary stent placed in an unknown artery between two of the formerly placed stents. He was discharged after one night. Additional information was not gathered. There is no sterile lot number information available and thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time.